Manufacturer narrative:
The biomedical engineer troubleshot this reported fault and replaced the patient circuit. The unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit lost the ability to ventilate due to a leak. There was no report of patient injury.